Event description:
No new information but late sample was received when blood drawn then air in line.

Manufacturer narrative:
Our quality engineer inspected the 1 sample submitted for evaluation. The reported issue of air bubbles / air in line was confirmed upon inspection and testing of the sample. During leakage testing the reported failure mode was observed. Upon further inspection a crack was found on the extinction tubing. Bd determined that the cause of the failure was likely attributed to our supplier, however without the batch number a further review into the production records cannot be performed. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We regret any inconveniences this incident may have caused you and your facility. H3 other text : see narrative below.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that while using the bd q-syte ¿ extension set there was air in the line. The following was received by the initial reporter: when blood drawn then air in line.

Event description:
It was reported that while using the bd q-syte ¿ extension set there was air in the line. The following was received by the initial reporter: verbatim: when blood drawn then air in line.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.